Event description:
It was reported to olympus that during preparation for use, the visera pro video system center would not connect to power upon start up. The procedure was completed with a similar device which caused a fifteen (15) minute delay. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of the device not starting up due to power supply failure. Additionally, the device connector was faulty due to poor contact and caused no image on the device. The faulty parts need replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct section b5, which was inadvertently left out of the initial medwatch.

Event description:
The intended procedure was an endoscopic examination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the phenomenon was caused by a failure of the power supply. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.